Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
Patient felt pain/discomfort. Not revised yet. Confirmed broken by x-ray/surgeon.

Event description:
Patient felt pain/discomfort. Not revised yet. Confirmed broken by x-ray/surgeon. Update: stem broke. "Had symptoms for some time ((B)(6) 2019), used crutches since (B)(6) 2019. Raised szint around the stem (B)(6) 2020. Revison was planned (B)(6) 2020, but due to covid19 is was postponed. Came into hospital with accute fracture (B)(6) 2020." Left side. Update: the stem and femoral head were revised on (B)(6) 2020.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Material analysis report of the returned device also revealed and confirmed stem corrosion. Method & results: product evaluation and results: a material analysis has been performed. The report concluded: the returned stem had fractured in fatigue; with the fracture propagating inferiorly. Eds showed that the stem and head chemistries were consistent with an astm f1586 alloy which is consistent the drawing. The debris observed on the stem and head taper was consistent with an oxide and corrosion product. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: undated x-ray ap pelvis: bilateral tha right hybrid tha reduced and nominal, left cemented tha with displaced transverse fracture of cemented stem distal to proximal third of stem. No clinical or pmh, no patient demographics, no operative reports, no no serial dated x-rays, no examination of explanted components. While the single x-ray appears to confirm the event description, insufficient information is presented to create a medical report for this case. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to stem fracture. Evaluation of the returned device indicated that the returned stem had fractured in fatigue; with the fracture propagating inferiorly. Eds showed that the stem and head chemistries were consistent with an astm f1586 alloy which is consistent the drawing. The debris observed on the stem and head taper was consistent with an oxide and corrosion product. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. A review of the provided medical records by a clinical consultant stated that "while the single x-ray appears to confirm the event description, insufficient information is presented to create a medical report for this case". The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or patient medical history (pmh), operative reports, and serial dated x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.